Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that lactated ringers infusion was programmed to infuse over 8 hours, however it completed in 10 hours. The all infusion detail report and infusion summary report both support this information for the same infusion. There was no report of patient impact, and no further information regarding details of the event or the patient were provided.